Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose levels at the time of the incident ranged from 226 to 500 mg/dl. Customer reported that the insulin pump excessively alarmed no delivery. Customer reported that they have been hospitalized three times in the past year. The first incident occurred on the (B)(6) 2016. Customer was vomiting and went to the emergency room. Customer's blood glucose levels at the time of hospitalization was 720 mg/dl. Customer was treated with an insulin drip and released the next day. The second incident occurred on (B)(6). Customer was admitted to the hospital and, again, given an insulin drip. The second incident occurred on the (B)(6) 2017 and the customer was, again, given an insulin drip. Customer reported symptoms related to their high blood glucose levels included aches in the body, vomiting, dehydrated, and diabetic ketoacidosis (dka). Customer was wearing the insulin pump at time of hospitalizations. Customer reported that she noticed bent cannulas when she removed the infusion set. Troubleshooting was done. Product is not expected to return.